Event description:
The customer reported falsely elevated magnesium results for 2 patient samples when running on the architect c8000 processing module. The customer observed magnesium qc out-of-range high. When the customer reran the qc, it was in range. Level 3 was out of range high, and the result was 9.1 mg/dl (acceptable range: 3.55-4.35 mg/dl). When level 3 qc was rerun, the result was 3.93 mg/dl. The following patient results were provided: patient 1: initial result 7.79 mg/dl, rerun on both analyzers and resulted as 1.91 mg/dl. Patient 2: initial result 8.43 mg/dl, rerun on both analyzers and resulted as 1.79 mg/dl. Reference range: 1.9-2.8 mg/dl / critical: <1.2 or >6.0 mg/dl. The customer stated error codes were generated after replacing the cuvette dry tip as recommended by service on the architect c8000 processing module. Those error codes generated were 1051 unable to calculate result, absorbance exceeded optical limits, 1052 unable to calculate result, endpoint absorbance reads are unstable, 1053 unable to calculate result, rate reaction linearity failure, and error code 1350. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c8000 processing module, serial number (B)(6), performed troubleshooting, including removal of a clog in the bulk 6 x 12 elicon tubing (rohs). No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the bulk 6 x 12 elicon tubing (rohs) or for the architect c8000 processing module. A review of the manufacturing documentation did not identify any non-conformances or deviations for the bulk 6 x 12 elicon tubing (rohs) or the architect c8000 processing module associated with the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect c8000 processing module, serial number (B)(6) or the bulk 6 x 12 elicon tubing (rohs).

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results for 2 patient samples when running on the architect c8000 processing module. The customer observed magnesium qc out-of-range high. When the customer reran the qc, it was in range. Level 3 was out of range high, and the result was 9.1 mg/dl (acceptable range: 3.55-4.35 mg/dl). When level 3 qc was rerun, the result was 3.93 mg/dl. The following patient results were provided: patient 1: initial result 7.79 mg/dl, rerun on both analyzers and resulted as 1.91 mg/dl. Patient 2: initial result 8.43 mg/dl, rerun on both analyzers and resulted as 1.79 mg/dl. Reference range: 1.9-2.8 mg/dl / critical: <1.2 or >6.0 mg/dl. The customer stated error codes were generated after replacing the cuvette dry tip as recommended by service on the architect c8000 processing module. Those error codes generated were 1051 unable to calculate result, absorbance exceeded optical limits, 1052 unable to calculate result, endpoint absorbance reads are unstable, 1053 unable to calculate result, rate reaction linearity failure, and error code 1350. There was no impact to patient management reported.